Event description:
The customer reported that they performed a mononuclear cell collection (mnc) procedure ona pediatric patient. During the procedure, they received an inlet pressure alarm. The operator selected to disconnect the patient from the display screen and noticed the collected cells were emptying from the collect bag into the cassette. The operator clamped the collect line to limit the loss of cells to the cassette and sealed the line. Custom prime with rbc's was selected pre-procedure therefore no rinseback was performed. Due to EU personal data protection laws, the patient information is not available from the customer. Patient weight was available in the procedure information. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: per the customer, the alarm occurred during the fourth and final chamber. Collect volume of 76mls was displayed on the screen. Product volume measured in the processing lab was 19mls. An additional procedure was carried out successfully the following day. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in sections adverse event and/or product problem, outcomes attributed to event, or type of reportable event of the MDR form. This supplement is being filed to modify information in adverse event and/or product problem, outcomes attributed to event, and type of reportable event to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. This disposable set was unavailable for return. The run data file was collected and analyzed. The optia machine functioned as intended. The optia machine was instructed to end the procedure and unload the set by the operator. There is no indication that the machine or disposable set contributed to the loss of the product. The customer reports that once it was observed that the product was draining back into the set, she clamped the line and was able to keep 19ml. Root cause: the root cause for the loss of the cells was determined to be a user interface concern in which the machine was instructed to unload the cassette before the product bag line was clamped. Although this catalog number does not have the capability to verify if the collect bag was properly sealed off, the machine instructs the operator to confirm the lines are clamped before proceeding. The report submitted to terumobct states that once the situation was realized, the operator then clamped the bag line and prevented the remaining 19ml from returning to the cassette. The machine's valves will open when the operator presses confirm on the touch screen.